Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ammonia results for three patient samples. Of the data provided, only the results for two samples were discrepant and reported outside the laboratory. Patient sample 1 original result was 7 ug/dl and was reported outside the lab. The sample was repeated on the integra 400 analyzer and the result was 91 ug/dl. The sample was repeated a third time on either the integra 400 or the integra 800 analyzer and the result was 105 ug/dl. Patient sample 2 original result was 54 ug/dl and was reported outside the lab. The sample was repeated on the integra 400 analyzer and the result was 103 ug/dl. The sample was tested again on the integra 800 and the result was 98 ug/dl. The repeat results were believed to be correct. The patients were not adversely affected. The ammonia reagent lot number was 68225901 with an expiration date of 10/31/2014. The field service representative determined there was a fluidics failure of the sample probes. He found the probes were old and had a film on the outside. He replaced the sample probes. He verified the system was operating per specifications. The customer ran ammonia qc which passed. The customer received no erroneous ammonia results over a 24 hour period.